Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to login and error shows user had no proper permission. A field service engineer logged into the station unable to open windows related, control panel, and shows user don't had the proper permission, discussed with technical support and reimaged the drive and configured and confirmed the issue was resolved. The drawers were tested using the hardware test application, and no issues were observed. The fse cleaned the electronics drawer, the back of the comm sled and power supply, cleaned the aio, bioid, and keyboard cover, and tightened the barcode scanner cradle. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main when signing in to the central pyxis station, the screen froze for about one to two minutes before the home screen options appeared. This occurred for the majority of nurses who were able to log in, while a few experienced the station immediately signing them out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main when signing in to the central pyxis station, the screen froze for about one to two minutes before the home screen options appeared. This occurred for the majority of nurses who were able to log in, while a few experienced the station immediately signing them out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.